Event description:
The a1059 mayfield clamp slipped during a posterior cervical foraminotomy/microdiscectomy procedure case on (B)(6) 2015. The patient was positioned prone with the mayfield head rest and pins. When the clamp was fixed, the head slipped from the pins causing a 4cm laceration to the temporal area. The patient was then put back on the patient's bed and the laceration was sutured. The surgeon proceeded with the operation. The estimated time of delay was 30 minutes.

Manufacturer narrative:
Integra has completed their internal investigation on 22 feb 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device: based on the examination of the device, engineering and repairs were not able to confirm the customer complaint. No slippages were found when the unit was submitted to the block test. The device history record reviewed for this product ID lot code: 104 / manufactured: 30 jun 2010 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s or variances. No manufacturing or design related trend has been identified. Conclusion: the customer complaint incident could not be confirmed. All the measurements were within the tolerances specified. Integra life sciences recommends its products to be sent in for routine maintenance once a year. This issue will be monitored for trending.